Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured near the tip of the balloon. The device was removed, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.